Event description:
The customer reported visiting the ER due to ketones and high blood glucose of 260mg/dl. Initially, the customer called to report that the insulin pump had a button error alarm. The caller stated that the numbers were ramping up and down and then the device alarmed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had corroded keypad traces. The insulin pump had a missing end cap sticker. The insulin pump passed the functional tests including displacement, prime, basic occlusion, occlusion and no delivery tests. No button error alarms noted.